Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. Vascular access was obtained via a femoral artery. The target lesion was located in the moderately calcified left anterior descending (lad) artery. The 2.0x15mm maverick 2 balloon catheter was advanced and pre-dilation was performed. The maverick 2 was then removed and at an unspecified time was re-inserted for pre-dilation of a second lesion in the lad. After removal, the device was reported to have kinked and then broke into two pieces in the distal end of the shaft. It was noted that the nurse "circled the wire too many times and could be contribute to the kink and break". The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Analysis of the returned device revealed the catheter was received in two sections. The hypotube was broken 69.6cm distal to the strain relief. Both sections of the hypotube were kinked at various locations. Examination of the break site observed that the break occurred as a result of a severe kink in the hypotube. The balloon had been inflated and was not refolded. No issues existed with the profile of the tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. Vascular access was obtained via a femoral artery. The target lesion was located in the moderately calcified left anterior descending (lad) artery. The 2.0x15mm maverick 2 balloon catheter was advanced and pre-dilation was performed. The maverick 2 was then removed and at an unspecified time was re-inserted for pre-dilation of a second lesion in the lad. After removal, the device was reported to have kinked and then broke into two pieces in the distal end of the shaft. It was noted that the nurse "circled the wire too many times and could be contribute to the kink and break". The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.